Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation).

Manufacturer narrative:
Updated fields- b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field- d9, h6- (medical device ¿ problem code). Despite good faith efforts (gfes), no repair info has yet been received. The fse stated that a purchase order has not yet been provided by the customer. If any pertinent information is provided in the future, the complaint will be reopened and updated accordingly.

Event description:
Na.

Event description:
It was reported that during preventive maintenance, ECG gain test and blood gain test were performed on cardiosave intra-aortic balloon pump (iabp). There was no signal on both the tests. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields-b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the front-end board. The fse performed a pressure sensor calibration check, helium core circuit check, electrical safety check and a complete functional check.